Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's native coronary artery. Upon an attempt to deploy the stent, the stent became dislodged from the balloon catheter. A microsnare was used to successfully retrieve the stent. There were no clinical sequelae reported relative to this event.